Manufacturer narrative:
(B)(4). Date sent: 9/8/2017. Month of the event: unknown. Batch # p92h73. Additional information: more info from surgeon - first clip fired, tips of clip opposed nicely and clip occluding structure. Upon reloading (1/3 pull) for second clip an unfired clip comes shooting out of tip of instrument. Remove from body, double check applier under direct vision - next clip or two seem to be ok. Back to intracorporeal use - every subsequent clip loads fine (1/3 pull) and seems to seat across structure well with tips in contact with each other. However, upon inspection the tips are touching but the center of the clip is not compressed and not occluding structure. I saw this and actually budged the resident out of the way and applied 4 or 5 myself. Each time the applier was fully squeezed, tips nicely opposed to each other, but they were loose and fell off of the structure after dividing it. I endolooped instead. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were scissoring. It is unknown how the procedure was completed and there were no patient consequences reported. There is no additional information.